Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Failure event observed during analysis. Final analysis of the partial lead received; insulation degradation was noted at 4.5 cm from the connector pin. (B)(4).